Event description:
Notes: the date of event is unk. This report is the second of three related to the event. Refer to MFR reports #3009055803-2008-00757 and #3009055803-2008-00758 for details related to the other two events. In 2008, boston scientific corp became aware that a resolution hemostasis clip device malfunctioned (pt gender, age, and weight are unk). According to the complainant, the clip "fell off the catheter outside the pt." No further details have been ascertainable from the user facility. It was reported that the pt's condition at the conclusion of the procedure was "fine."

Manufacturer narrative:
According to the complainant, the suspect device was disposed at the conclusion of the procedure; therefore, a device eval cannot be performed. The cause of the reported malfunction is undetermined.